Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. During the evaluation it was noted that the chassis had a poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light guide cable did not hold in the socket and the image flickered. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿image flickers¿ was not duplicated at the repair site. The customer was given caution regarding xenon lamps from third-party suppliers which can lead to increased heat generation in the device and at the distal end of the endoscope. It was noted that these lamps often show rapid wear and/or start to flicker after a short time. It was recommended to replace the socket and use a new xenon lamp. The following descriptions can be found in the instruction manual of clv-s190. This may prevent users from using other company¿s lamp: ¿[6.1 replacement of the examination (xenon) lamp]. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.